Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2014 and (B)(6) 2017. The customer reported emergency medical services being dispatched and being taken to the hospital. The blood glucose value at the time of admission high mg/dl. The customer had symptoms of throwing up. The customer was treated for the high blood glucose level IV drip. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 291 mg/dl. The customer states the high blood glucose began on (B)(6) 2017. The did not complete troubleshooting due to declining to do the high pressure test. The insulin pump will not be returned for analysis.